Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Device received with fully functional keypad. Peeled off keypad overlay and no damage noted on keypad traces. Keypad flex connector is plugged in properly. No button error alarm noted upon testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the button of the insulin pump were not responding. The customer's blood glucose level was 185 mg/dl. The customer also reported that the insulin pump had insulin flow block alarm. The troubleshooting was performed and the insulin was exited. The customer reported that the cannula was not bent. The customer advised to reconnect tubing at qr and prime a 5u fill cannula and the result of the prime was insulin did not exit. The customer advised to change the entire infusion set system. The device will be returned for the analysis.